Event description:
It was reported that (1) lcsk5 was used with luke handpiece during an unknown procedure. It was reported by the rep that the device reported as not working properly. (No other information known). Opened another device to complete the case. There was no consequence to patient.